Event description:
It was reported the patient had not recharged the ipg for about two months. The patient was unable to communicate with the ipg using multiple charging systems. Follow up identified the physician explanted and replaced the ipg.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.